Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the main body was positioned just distal to the left renal artery and deployed. At the time of touch up angioplasty; intraprocedure angiography identified proximal migration of the main body. It was reported the left orifice of the renal artery was completely covered; and one third of the right renal artery was covered. To ensure blood flow to kidneys, additional (non-gore) stent grafts were implanted within both renal arteries. The patient tolerated the procedure.